Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement test and self tests. After further review there is corrosion and mold on the pins of the lcd connector located on electrical board. In addition to this, self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and insulin pump was hot. Customer stated display was did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.